Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection of the returned 2.0/2.7mm double-ended drill guide confirms both ends of the device are damaged causing the stated failure. This device exhibits signs of significant wear/usage. This device was manufactured in 2019. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during inspection, it was noticed that 2.7mm drill did not go through the 2.7 mm end of guide. The guide has never been used. No case involved.